Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead was placed, but could no tbe fully inserted into the device. The physician loosened the set screws and attempted inserting the lead again. The insertion of the rv lead was attempted three times and the rv lead could not be fully inserted. Instead of forcing the rv lead and potentially damaging the lead or device, this device was explanted. The rv lead was properly connected with the ew device. No adverse patient effects were reported.